Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing resulting in inappropriate automatic mode switching episodes. Provocative testing was performed; however, the oversensing could not be reproduced. No intervention was performed at this time, the patient will continue to be monitored and was stable.